Event description:
It was reported that during a pci procedure, the liberte stent delivery system could not cross the lesion. The 90% stenosed lesion was located in the severely calcified distal rca. The physician did not pre-dilate the lesion before attempting to stent. The liberte stent delivery system was unable to cross the lesion. While attempting to retract the stent delivery system back into the guide catheter, resistance was felt and the proximal edge of the stent became raised. The procedure was completed with another manufacturer's device. There were no reported patient complications. Patient status listed as "good".